Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported on (B)(6) 2011, following a heart catheterization procedure, an angio-seal was deployed via the right femoral arteriotomy. Approx two hours after deployment, the pt's foot was reported to be cold and there were diminished pedal pulses. A doppler ultrasound was performed, which revealed impaired inflow with stenosis of the common femoral artery and the superficial femoral artery. The pt underwent a thrombectomy procedure on (B)(6) 2011 of the right common femoral artery and the superficial femoral artery. The common femoral artery was dissected free proximally and distally and the superficial femoral artery and profunda were encircled with vessel loops. When the artery was opened there was virtually no blood flow through the common femoral artery. The angio-seal was found and removed. Thrombus was also present and a fogarty catheter was used to retrieve the thrombus. Once good inflow was established the catheter was passed distally to retrieve thrombus that was found in the superficial femoral artery. When the clamps were released, the blood inflow was modest and it appeared a flap was present in the common femoral artery. An endarectomy was performed and completed, with good blood flow being restored to the superficial femoral artery and profunda. The pt's heparin dosage was reversed with protamine and hemostasis was achieved. There were strong palpable pulses present in the superficial artery prior to closure. The pt tolerated the procedure well and was later discharged from the hosp.